Manufacturer narrative:
Initial reporter address 1: (B)(6). Age at time of event - 18 years or older.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in an arteriovenous shunt in the upper limb. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst when the atmospheric pressure was 20 kpa. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.